Event description:
No adverse events were reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. G2: foreign: france. Review of the most recent repair record determined the cable insulation was damaged and was pulled out exposing the wires within; however, per the attached photos, there was no metal exposed, only the insulation. The plug harness assembly was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device cable had frayed and exposed wires. The event occurred after surgery. No adverse events were reported as a result of this malfunction. No further information is available at this time. Diligence is completed an no further follow up is needed.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.